Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr dual lumen powerpicc sv was returned for evaluation. An initial visual observation showed use residue on the returned sample, and both clamps were observed to be engaged on the extension legs. Both lumens of the catheter were flushed with a 12 ml syringe of water. A spraying leak was observed near the 4 cm depth marker (approximately 5.1 cm distal to the bifurcation) when the red lumen was flushed. No leaks were observed when the white lumen was flushed and pressurized. Both lumens were observed to be patent to infusion and aspiration. A microscopic observation revealed a relatively large, longitudinal split with uneven and disconnected edges and a granular surface texture. The sample was dissected in order to observe the inner wall of the red lumen at and around the location of the split. Whitening of the catheter material was observed at the corners of the split, but no additional damage was observed on the inner wall of the red lumen. An additional smaller split was observed near the 5 cm depth marker, approximately 6.2 cm distal to the bifurcation. The surface texture of this smaller split was observed to be granular. Both splits appeared to align with a seam in the catheter. The larger split was measured to be approximately 4 mm long and the smaller split was measured to be approximately 2.5 mm long. While the exact cause the splits is unknown, their granular surface texture suggest a tearing failure mode which could have occurred due to kinking/bending of the catheter at a sharp angle or prolonged or excessive compression of the catheter. A lot history review (lhr) of rebv1999 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that blood was spurting from the PICC line. When the clinician removed the PICC line he noticed a pin sized hole. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebv1999 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that blood was spurting from the PICC line. When the clinician removed the PICC line he noticed a pin sized hole. There was no reported patient injury.